Event description:
A 6 mm diameter x 12 mm length racer biliary stent system was inserted into a pt for the treatment of a lesion in the renal artery 2004. The vessel was not calcified and not tortuous. It is unknown if the the lesion was pre-dilated. It was reported that during advancement of the stent through a 6 french guide catheter the stent dislodged from the balloon. The stent was snared and removed from the pt. No clinical sequalae were reported, and the pt is reported to be fine.